Manufacturer narrative:
(B)(4). The customer returned one unopened, acute hemodialysis kit for analysis. As the customer would need to open the kit to confirm the reported defect, it is assumed that the returned kit is a representative sample. The kit was opened to analyze the dilator. Visual analysis did not reveal any defects or anomalies of any kind. Visual analysis could not be performed on the actual dilator involved with this complaint as it was not returned. The dilator length measured 5 3/8", which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.037", which is within the specification limits of 0.036"-0.038" per the dilator product drawing. The dilator outer diameter measured 4mm, which is within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.4224mm, which is within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. The returned guide wire was passed through the distal end of the dilator. The guide wire passed with no resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The returned dilator was compared to a lab inventory dilator of the same type. No differences in structural integrity were noted. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire". The report of a damaged dilator tip was not confirmed through analysis of the returned representative sample. The returned dilator met all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings; however, based on the customer report and the sample received, the root cause cannot be determined without the actual dilator returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter with only one dilator, which is perceived to be of poor quality since it's difficult to insert; with risk of injuring the patient." Additional information received reports,"several attempts were made to insert the dilator, which caused the dilator to "flatten" or "bloom." The procedure was suspended. A different catheter was inserted without difficulty. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable".